Event description:
The customer reported the ventilator power cord was hot to the touch. The ventilator was not in use on a pt, therefore, there was no pt harm or involvement. The manufacturer's service technician confirmed the customer reported problem. The service technician reported the ventilator functioned to operating specifications, and there was no functional issue with the power cord. The service technician replaced the power cord. Extended self testing (est) was completed and all tests passed per operating specs. The power cord was returned to the factory for failure analysis. Visual inspection of the power cord revealed discoloration in the plug. Testing revealed a partial open at the internal post connector where the hot lead is attached. A power cord malfunction during use could cause a loss of ac power to the ventilator.

Manufacturer narrative:
Na